Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5071458.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to high impedances. A fluoroscopy image was taken and showed that the leads also migrated. The patient underwent a revision procedure wherein the leads were adjusted and remained implanted. The patient was doing well postoperatively.